Manufacturer narrative:
Device alarmed motor error during rewind due to corrode the motor home switch. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to motor error alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had motor error alarm. The customer¿s blood glucose was 300 mg/dl at the time of incident. Customer was no able for few minute rewind the insulin pump. After change battery successfully rewind the insulin pump. Customer reported that the drive support cap was connect. Customer did not reported motor position encoder error alarm. Customer reported the insulin pump was not exposed to magnetic resonance imaging. The insulin pump will be returned for analysis.